Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchovideoscope distal end is badly burned and leaking resulting to no image. The issue occurred during reprocessing, prior to a bronchoscopy operation. The facility finished the procedure with another set of devices and there were no reports of patient harm.

Event description:
It was reported that the image issue occurred during a therapeutic tracheoscopy photodynamic therapy procedure. Although the incident caused a 5-minute delay, the procedure was completed with a non-olympus device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was evaluated by olympus, and the reported defects were confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was determined that because the distal end was burnt, it is likely that the image sensor unit was damaged causing the image issue. Also, it is likely that a high-energy endotherapy accessory was used without ensuring a sufficient distance from the distal end of the device. However, the root cause could not be identified. This supplemental report includes a correction to g2 to provide information that was inadvertently not included in the initial medwatch. Also, an update has been made to b5, d10, and h3. Olympus will continue to monitor field performance for this device.